Event description:
It was reported to philips that the pins on the battery pca were bent. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 1 was slightly bent, and pin 2 was ¿crunchy¿ as it did not move smoothly when pressed.

Event description:
It was reported to philips that the pins on the battery pca were bent. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.